Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. This is a follow-up to the previous investigation submitted in the previous follow-up report. Based on the results of further investigation, it was found that the air pressure exceeded the standard value and the software version was different. Per the investigation, it was surmised that the air pressure exceeding the standard value occurred due to a faulty pump which was confirmed. It was also reported that the exceeded air pressure was due to residue inside the air hose. It was surmised that the software version being different was due to a faulty printed circuit board, which was also confirmed. It was also stated that the wrong software version was written after repair, or a board with the wrong software version was used. The root cause to both events were not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the video system center had no image and due to damage on s socket u, the endoscopic image could not be displayed. The contact spring was pressed in, so the function of the protective contacts was not guaranteed. There were no reports of patient harm.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it was presumed that the absence of the image occurred due to the faulty scope socket. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.